Event description:
It was reported that there are high impedances on contact #0, 2, and 3. Impedances were checked before, during, and after the procedure, all confirming high impedances. Original battery was replaced during the procedure with no resolution. Same high impedances with new battery. The issue has not been resolved. No symptoms were reported. Additional information was received stating that the cause of the high impedances was not determined. The high impedances were on the left side. The battery change did not resolve the issue. The patient was reprogrammed to contact #1 with normal impedances. The neurosurgeon and neurologist will speak with the patient and family members and discuss options for resolving the high impedance.

Manufacturer narrative:
Continuation of d10: product ID 37602 lot# serial# (B)(6) implanted: (B)(6) 2024 product type implantable neurostim ulator product ID 3387s-40 lot# v284003 product type lead product ID 7482a51 lot# serial# (B)(6) product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6), ubd: 26-sep-2011, UDI#: (B)(4) ; product ID: 7482a51, serial/lot #: (B)(6), ubd: 17-apr-2013, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.